Event description:
The customer reported, the pump was not working properly (low suction). Customer reported developing an infection and had to stop breast feeding.

Manufacturer narrative:
Attempts to contact the customer to obtain additional info and the original pump have been unsuccessful. As no further info was provided and the original product has not been returned for further eval, no definitive conclusion regarding the root cause can be determined. Should new info or the product be obtained, a supplemental report will be filed at that time. As part of complaint remediation activities, historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.